Event description:
We pre-dilated the circumflex with a 2.0x15 balloon. When trying to cross the lesion the stent could not pass. We removed the stent and it was bent up. We got a 2.25 balloon and balloon more and crossed and placed multiple other stents. The patient was not harmed by the stent.